Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced bent cannula issue due to which she was vomiting and had high blood glucose level. She stated she almost died because of the high blood glucose level. Subsequently, she was taken to the emergency room by her sister, where she received manual injections. She was treated and released after five days. The site location was patient's abdomen and the infusion set had been in use for one day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.